Event description:
Patient underwent primary hip procedure in (B)(6), 2010. After 6 months, the patient suddenly experienced a lot of pain. X-ray showed a rotated sagged stem. Stem and cup shell were found to be loose. Revision procedure was performed on (B)(6), 2011. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(4) 2010 (exact date unknown).evaluation in process, but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.corrective actions initiated to address late submission.this report filed november 8, 2011

Manufacturer narrative:
Evaluation of the returned implants shows that during the implantation period, there appears to have been negligible growth of bone into the porour coating. This would account for the reported radiograph observation of "loose and sagging" components at the time of revision. Very little damage was sustained on the components. Surgeon reported that the patient suffers from liver cirrhosis. This condition results in a metabolic bone disorder which can lead to an increase in osteoclastic activity within the body. Since an uncemented hip prosthesis relies on good bone health and bone mineral density for sufficient fixation, encouraged by the porous plasma spray on the proximal stem, liver cirrhosis could prevent this fixation means from working and could have led to pain and the eventual revision surgery. Unfortunately, without more detailed information on the patient's condition, this cannot be confirmed. This report filed (B)(6) 2011.